Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); patient's condition affected effectiveness of device (aaa expansion may be anatomy related; type 2 endoleak). Conclusion: known inherent risk of a procedure (aneurysm enlargement); device failure/lack of effectiveness related to patient condition (aaa expansion may be anatomy related; type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately three years post implant, the aneurx bifurcated stent graft had migrated about 2-3 mm. No proximal endoleak was seen. A possible type ii endoleak was noted coming from the lumbar arteries. Approximately 10 months post implant, the aneurysm measured 6.5 cm in diameter. At the patient¿s one year follow up the aneurysm measured 6.8 cm in diameter. At the patient¿s two year follow up, the patient¿s aneurysm measured 7.4 cm in diameter. Approximately 2.5 years post implant the aneurysm measured 7.6 cm in diameter. At this time, it is unknown if the physician is planning an intervention. No clinical sequelae were reported and the patient is fine.